Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a molding issue. The following information was provided by the initial reporter: it was reported by the health professional that an extra piece of plastic on the blue base of the catheter. Blue base of catheter small plastic tag extra piece, no pt impact ¿ 3-4, samples available, last week.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a molding issue. The following information was provided by the initial reporter: it was reported by the health professional that an extra piece of plastic on the blue base of the catheter. Blue base of catheter small plastic tag extra piece, no pt impact ¿ 3-4, samples available, last week.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two catheter adapter assemblies. Upon visual inspection of the catheter adapter assemblies, it was observed that there was damage at the nose of the adapters. The reported defect was confirmed. Microscopic observation revealed the damage had the appearance of grains / scuff markings at the nose of the adapters. No other damage was observed. Damage to the nose of the adapter may occur during manufacturing due to equipment parts misalignment or improper gripper settings. The appearance and location of the damage indicates that the defect was most likely due to contact between the adapter nose and a pallet. This would explain the dark marks at the edge of the damage. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.